Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material on the air\water cylinder, air/water tube and foreign objects on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, there were white foreign objects in the air and water tube, cylinder, and connecting tube. However, the identity and definitive root cause of the foreign material could not be determined. The events can be detected and prevented in accordance with the instruction manuals "cf-ez1500dl/I operation manual chapter 3 preparation and inspection" and "cf-ez1500dl/I reprocess manual chapter 5 reprocessing the endoscope." It is unknown if the reprocessing deviated from the instruction manual.